Event description:
Reporter alleged the advantage system generated a blood glucose value of 700 mg/dl which is outside the 10-600 mg/dl numeric reading range of the system. Values >600 mg/dl should display as "hi." Reporter stated the value could neither be found in the system memory nor could he locate the reading in his diary of recorded glucose readings. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.